Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5081536) on 07-dec-2018. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("nickel allergy") and autoimmune disorder ("autoimmune diagnosis") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included ascorbic acid, cetirizine hydrochloride and colecalciferol (vitamin d3). On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criteria hospitalization and disability), back disorder ("back problems"), nerve injury ("nerve damage"), alopecia ("hair loss"), headache ("stabbing headache"), palpitations ("heart palpitation"), dysgeusia ("metal taste in mouth") and vomiting ("violent throwing up") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the allergy to metals, autoimmune disorder, back disorder, nerve injury, alopecia, headache, palpitations, weight increased, dysgeusia and vomiting outcome was unknown. The reporter considered allergy to metals, alopecia, autoimmune disorder, back disorder, dysgeusia, headache, nerve injury, palpitations, vomiting and weight increased to be related to essure (ess205). The reporter commented: injuries (hospitalization and disability) were mentioned but not specified and /or assigned to one of the events. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5081536) on 07-dec-2018. The most recent information was received on 03-aug-2020. This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy') and autoimmune disorder ('autoimmune diagnosis') in a 34-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ascorbic acid, cetirizine hydrochloride and colecalciferol (vitamin d3). On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criteria hospitalization and disability), back disorder ("back problems"), nerve injury ("nerve damage"), alopecia ("hair loss"), headache ("stabbing headache"), palpitations ("heart palpitation"), dysgeusia ("metal taste in mouth"), vomiting ("violent throwing up") and arthralgia ("hip pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the allergy to metals, autoimmune disorder, back disorder, nerve injury, alopecia, headache, palpitations, weight increased, dysgeusia, vomiting and arthralgia outcome was unknown. The reporter considered allergy to metals, alopecia, arthralgia, autoimmune disorder, back disorder, dysgeusia, headache, nerve injury, palpitations, vomiting and weight increased to be related to essure (ess205). The reporter commented: injuries (hospitalization and disability) were mentioned but not specified and /or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5081536) on 07-dec-2018. The most recent information was received on 18-jun-2020. This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy') and autoimmune disorder ('autoimmune diagnosis') in a 34-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ascorbic acid, cetirizine hydrochloride and colecalciferol (vitamin d3). On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criteria hospitalization and disability), back disorder ("back problems"), nerve injury ("nerve damage"), alopecia ("hair loss"), headache ("stabbing headache"), palpitations ("heart palpitation"), dysgeusia ("metal taste in mouth"), vomiting ("violent throwing up") and arthralgia ("hip pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the allergy to metals, autoimmune disorder, back disorder, nerve injury, alopecia, headache, palpitations, weight increased, dysgeusia, vomiting and arthralgia outcome was unknown. The reporter considered allergy to metals, alopecia, arthralgia, autoimmune disorder, back disorder, dysgeusia, headache, nerve injury, palpitations, vomiting and weight increased to be related to essure (ess205). The reporter commented: injuries (hospitalization and disability) were mentioned but not specified and /or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received, new reporter, event hip pain added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5081536) on 07-dec-2018. The most recent information was received on 07-mar-2019. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("nickel allergy") and autoimmune disorder ("autoimmune diagnosis") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included ascorbic acid, cetirizine hydrochloride and colecalciferol (vitamin d3). On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criteria hospitalization and disability), back disorder ("back problems"), nerve injury ("nerve damage"), alopecia ("hair loss"), headache ("stabbing headache"), palpitations ("heart palpitation"), dysgeusia ("metal taste in mouth") and vomiting ("violent throwing up") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the allergy to metals, autoimmune disorder, back disorder, nerve injury, alopecia, headache, palpitations, weight increased, dysgeusia and vomiting outcome was unknown. The reporter considered allergy to metals, alopecia, autoimmune disorder, back disorder, dysgeusia, headache, nerve injury, palpitations, vomiting and weight increased to be related to essure (ess205). The reporter commented: injuries (hospitalization and disability) were mentioned but not specified and /or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-mar-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.